Manufacturer narrative:
Voluntary medwatch report received: mw5164690.

Event description:
Voluntary medwatch received states the patient presented with myopotential oversensing on the right atrial lead resulting in inappropriate atrial tachy response (atr) episodes and led to pacing inhibition. No intervention was performed. There were no patient consequences.